Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the clinic post-implant showing multiple episodes of non-sustained rv oversensing and non-sustained ventricular tachycardia due to possibly myopotentials. Programming changes were made. Patient will be monitored via merlin.net.